Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that an alert was triggered due to high, out of range impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.